Manufacturer narrative:
Evaluation summary: traces of radio opaque solution were detected in the balloon and shaft. The shaft was crushed close to the monorail welding the proximal portion of the balloon and the guide wire tube were damaged. Strong friction was detected passing 0.014" through the damaged portion of the guide wire tube no other abnormalities detected on the device. (B)(4).

Event description:
The physician was attempting to use an amphirion deep rx pta balloon catheter to treat a lesion below the knee- posterior tibial artery (pta)/ peroneal. The lesion exhibited 90% stenosis. Pre-dilation was not carried out. No abnormalities noted during device inspection and preparations before the operation. No resistance was felt with mating device during delivery. During the operation, the balloon of amphirion deep did not pass through the targeted lesion site. The physician felt sense of anomalous resistance in approach of the relevant device to the targeted lesion site at posterior tibial artery, and it didn't pass through. He once removed it outside of the patient body for observation, and noticed a part of the balloon of the relevant device was bellows-shaped (that is, a part of a balloon was like bunching). Then, he stopped using the relevant device and used a non -medtronic device as a replacement to complete the operation. There was no adverse event to the patient. When the device was returned to the manufacturing facility for evaluation, it was noted that the shaft of the device was damaged.